Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 kept "timing out." They waited more than 30 seconds and it would work but kept timing out early. They felt like it just wouldn't cool off even with waiting. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.